Manufacturer narrative:
No devices or photos were received; therefore, the condition of the components is unk. Review of primary operative notes confirms pt underwent a left total knee arthroplasty due to osteoarthritis. During trailing it was noted that flexion and extension gaps were measured and the knee was balanced with final medical and lateral releases performed as necessary. A field action was conducted on 02/19/2015 in which zimmer voluntarily removed the persona trabecular metal tibial implant from the field due to a higher than anticipated complaint rate for radiolucent lines and loosening. FDA recall z-1266-2015 contains the related tibial lot number. The device in question was implanted prior to this field action. The package insert states that "loosening of the prosthetic knee components" is an adverse effect. This is therefore a known inherent risk of the procedure. A definitive root cause cannot be determined with the info provided.

Event description:
It is reported that the pt has a loose tibial component.